Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a loss of power from the original outlet, not a device hardware failure. A field service engineer observed the device had a black screen and identified that the power supply fan was not running; upon inspection, the power outlet was found to have no power. The power cord was moved to a functional outlet, and the device powered on successfully. Fse tested the repair by confirming normal device operation and advised connecting the unit to an emergency power outlet to prevent future shutdowns. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unit 3b1 was non-operational. A reboot attempt was performed; however, the issue persisted with no resolution. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.